Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-oct-18 crts (B)(4) (con): information was received from a family member of patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having trouble with their controller (ctm) and it displayed the ¿no device found¿ message. The caller said the implantable neurostimulator (ins) was showing completely dead and the patient had not charged for several days. It was then reported that the ctm would not allow the caller to check the settings of the ins when the recharger (rtm) was not plugged in. It used to show the ins percentage but now it did not do that if the patient did not have the belt on and was charging the device. The caller was then directed to move the ins closer to the ctm, attempt communication and start a recharge session. The caller confirmed that the charge quality was excellent, the issue was resolved, and the caller would continue to charge the implant. Additional information was received from the patient. It was reported that the patient was having trouble with the controller and they could not get a reading from the implant with it. The patient described the controller showed connect controller to recharger. The caller connected to the recharger and then the controller showed the ins was empty and the controller was 100% charged. The caller was getting excellent recharge quality and said they hadn't charged in 3-4 days. The issue was resolved. The caller said the ins was not charging up to 100%. They said they had trouble with the device since september 2019. The patient was recommended to follow up with the hcp office. No further complications were reported.